Manufacturer narrative:
Patient codes: (B)(4) (revision surgery) the product is not returned to manufacturer for evaluation.however x-ray images were submitted which reveals: "post op x-rays show questionable fracture of at least one of the l5 screws on an l1-5 posterior spinal fusion.placement appears appropriate and this should not cause neural compression as the screw has not violated bony cortical margins.it is not possible to determine extent of bony fusion on images provided."

Event description:
Procedure: "t/l open" it was reported that post-operatively screws were broken inside the patient due to which nerve roots are getting compressed.as a result of this patient was having severe back and leg pain. Broken screws were explanted partially(80% of screws reains inside patient) and four screws were used for fixation.

Manufacturer narrative:
Product analysis :visual review confirms screw breakage ~2 threads down from the base of the bone screw head. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.